Event description:
Reportedly, after firing, the instrument had to be opened manually. When the instrument was opened, it was noticed the staple did not fire. A second instrument was fired across the original line. No pt injury.